Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The pump passed the displacement test. The pump was received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was damaged. The customer stated that the reservoir does lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.